Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 64812110, lot# 92125, description: mrhk femoral bushing. Cat# 64812140, lot# gaie5, description: mrhk tibial sleeve. Cat# 64812100, lot# gb124, description: mrh tib rot comp xs-xl. Cat# 64812120, lot# gah0, description: mrh axle. It cannot be determined which if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that pt presented with infected knee, so doctor did an I&d and replaced the parts listed above.